Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's weight was unknown and the patient was reprogrammed. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient at their healthcare provider (hcp) office and they were not able to get stimulation to their right side the initial call showed stimulation was felt on the right side, but the left side is actually getting stimulation. The impedance check showed 700-800 ohms and the lead placement looked fine. The patient is not feeling stimulation with no system issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the caller reported trying to add group c with program 2 and they encountered an error message. The exact message could not recall the exact message, but was like lost device connection, exit workflow. The device was re-interrogated and there was an error message, validation error, system detected invalid data in the device therapy data maybe cleared error code 01 48 00. The caller reported that no extra programs were set. The patient reported a tingling on their right side, the patient may have moved to the wrong side, therefore the tingling. The caller is seeing stimulation not set up. The caller has been using the device since (B)(6) 2018. The rep was advised to reprogram the patient and to update the software on the clinician tablet. No further complications were reported or anticipated.